Event description:
Add'l info rec'd from MFR 3/16/01: the complaint was reported to datascope on 1/15/01 and the product was returned to datascope for evaluation on 2/2/01. The evaluation was as follows: the microscopic appearance of the penetration and of the abraded area is typical of those caused by repeated contact with calcific plaque during intra-aortic balloon pumping. Plaque abrasion and the ultimate penetration of the iab is not entirely uncommon and has been reported in the literature on various occasions.

Event description:
Dried blood residue noticed in iabp tubing. Iabp discontinued - some resistance noted from last 6" of balloon. Balloon contained red residue and dry hard chunks (sand-like) of blood. Pt expired - physician did not relate death to device problem.